Manufacturer narrative:
The reported complaint of a cracks next to the battery port was confirmed during visual inspection of the returned autopulse platform (sn (B)(4)). To remedy the issue, the top cover, bottom enclosure, front enclosure and the battery compartment were replaced. The autopulse platform is a reusable device and was manufactured in 2007. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. The device has exceeded its expected service life of 5 years. In addition, the platform failed the initial functional testing due to user advisory (ua) 02 (compression tracking error). Load cell was found defective and a replacement was required. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, bent battery lock and sticky clutch were noted. Battery lock was replaced and the sticky clutch plate was deburred to address the issue. Pdb (power distribution board) and platform software were updated to current revision. Following the repair, the platform passed all functional testing criteria and met all required specifications.

Event description:
As reported, the autopulse platform (sn (B)(4)) was observed to have cracks around the battery compartment. Per customer, board functions normally. The platform was returned to zoll for evaluation. During functional testing, a user advisory (ua) 02 (compression tracking error) message appeared upon powering on the device. There was no patient involvement.